Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. In initial reports section b5 mentioned incomplete, correct b5 should be reported as: the patient alleged to develop asthma, sore throat, nasal/throat irritation while using the device related to a CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. This event is assessed as not related to the device in this case. Based on the available information,the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated and found evidence of sound abatement foam degradation/breakdown was not observed in this device. In secondary findings observed an unknown dust contaminant was observed on the top enclosure and front panel. A hair-like particle was also observed on the front panel. An unknown dust contaminant was observed on the blower box, bottom enclosure, blower, and blower seal. A hair-like particle was observed on the bottom enclosure. There were no signs of sound abatement foam degradation. The logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer previously reported as malfunction, after further review it is concluded as adverse event. The following corrections were made to reflect serious injury: section(s) b1, b2, have changed related to the complaint, changing from the reported product problem to an adverse event. Section h1 was updated to reflect a serious injury. Section h6 has been updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.